Event description:
Reporter alleged, the customer obtained a discrepant blood glucose result of 270 mg/dl back to back with a result of 120 mg/dl on the compact plus system, when testing was performed less than 10 minute apart. Reporter indicated that she was not experiencing any hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.